Manufacturer narrative:
Additional information was received, see b5. The additional information does not have any impact on the incident or investigative data submitted on earlier reports. The other information, h6 codes and h11 investigation results stand as previously submitted.

Event description:
Additional information received indicates that the ae was adjudicated by cec on 09apr2025. Site originally reported as sae, grade 4 severity, study procedure related. Adjudication notes incident as study procedure related (same as site reported), there is an update to adjudicated ae name and the following was received: the lvis was used to capture the failed coil. The major ischemic stroke event occurred ipsilateral to target lesion. The site updated the adverse event term: "death due to brainstem herniation from malignant cerebral edema secondary to large left mca stroke¿ site reported relatedness same as study procedure related site updated uade: no. No other information has been provided at this time.

Event description:
As reported through the clinical study lvis pas cl11008: during index procedure on (B)(6) 2021 to treat ruptured left aca aneurysm, they experienced coil malfunction. There was coil breakage within the microcatheter, unraveling of the coil¿s primary wire and hydrogel filament and premature/incomplete coil separation from pusher wire all involving the same hydroframe coil. The coil issue resulted in extrusion within aca mca and ica. The issue was managed within the same (original) surgery. The existing targeted aneurysm rupture led to right frontal lobe intraparenchymal hemorrhage; the 2.8 x 2.0 x 2.0 cm intraventricular hemorrhage was managed with right frontal ventriculostomy implantation also within same surgery. There was radiographically adequate aneurysm embolization as well as stent deployment spanning from the proximal a2 through a1 as well as proximal m1 through cavernous carotid with good apposition of the extruded coil wire and hydrogel filament. The subsequent death of the patient on (B)(6) 2021 is described as neurological due to subarachnoid hemorrhage, secondary to ruptured aneurysm. There was left middle cerebral artery infarct, causing malignant cerebral edema secondary leading to brainstem herniation. The clinical site reported the ae as study procedure related, not related to the study device. As only the diameter of 5 & length of 15 of the hydroframe coil were provided, the exact hydroframe model and lot is unable to be determined. No other clarification has been provided at this time.

Manufacturer narrative:
Investigation findings items returned: - n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging were not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Without imaging, the investigation cannot further verify if the event occurred as described, nor could the investigation further evaluate the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed. Complaint system review: a search of the complaint handling system could not be performed to determine if other similar complaints exist for this batch number, because the batch number was not provided for the product on this complaint file. IFU review (additional information can be found in the IFU): potential complications potential complications include but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Cases of chemical aseptic meningitis, edema, hydrocephalus and/or headaches have been associated with the use of embolization coils in the treatment of large and giant aneurysms. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered. Warnings and precautions: the hes is intended for single use only. Do not resterilize and/or reuse the device. After use, dispose in accordance with hospital, administrative and/or local government policy. Do not use if the packaging is breached or damaged. The hes must be delivered only through a wire-reinforced microcatheter with a ptfe inner surface coating. Damage to the device may occur and necessitate removal of both the hes and microcatheter from the patient. Do not advance the v trak® delivery pusher with excessive force. Determine the cause of any unusual resistance, remove the hes and check for damage. Advance and retract the hes device slowly and smoothly. Remove the entire hes if excessive friction is noted. If excessive friction is noted with a second hes, check the microcatheter for damage or kinking. If repositioning is necessary, take special care to retract the coil under fluoroscopy in a one-to-one motion with the v trak® delivery pusher. If the coil does not move in a one-to-one motion with the v trak® delivery pusher, or if repositioning is difficult, the coil may have become stretched and could possibly break. Gently remove and discard the entire device. Due to the delicate nature of the hes coils, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential coil breakage and migration. If resistance is encountered while withdrawing a coil that is at an acute angle relative to the microcatheter tip, it is possible to avoid coil stretching or breaking by carefully repositioning the distal tip of the catheter at, or slightly inside, the ostium of the aneurysm. By doing so, the aneurysm and artery act to funnel the coil back into the microcatheter. Introduction and deployment of the hes 19. Seat the distal tip of the introducer sheath at the distal end of the microcatheter hub and close the rhv lightly around the introducer sheath to secure the rhv to the introducer. Do not over-tighten the rhv around the introducer sheath. Excessive tightening could damage the device. 20. Push the coil into the lumen of the microcatheter. Use caution to avoid catching the coil on the junction between the introducer sheath and the hub of the microcatheter. Initiate timing using a stopwatch or timer at the moment the device enters the microcatheter. Detachment must occur within the specified reposition time. 21. Push the hes through the microcatheter until the proximal end of the v trak® delivery pusher meets the proximal end of the introducer sheath. Loosen the rhv. Retract the introducer sheath just out of the rhv. Close the rhv around the v trak® delivery pusher. Slide the introducer sheath completely off of the v trak® delivery pusher. Use care not to kink the delivery system. To prevent premature hydration of the hes, ensure that there is flow from the saline flush. 24. Under fluoroscopic guidance, slowly advance the hes coil out the tip of the microcatheter. Continue to advance the hes coil into the lesion until optimal deployment is achieved. Reposition if necessary. If the coil size is not suitable, remove and replace with another device. If undesirable movement of the coil is observed under fluoroscopy following placement and prior to detachment, remove the coil and replace with another more appropriately sized coil. Movement of the coil may indicate that the coil could migrate once it is detached. Do not rotate the v trak® delivery pusher during or after delivery of the coil into the aneurysm. Rotating the hes v trak® delivery pusher may result in a stretched coil or premature detachment of the coil from the v trak® delivery pusher, which could result in coil migration. Angiographic assessment should also be performed prior to detachment to ensure that the coil mass is not protruding into the parent vessel. 25. Complete the deployment and any repositioning so that the coil will be detached within the reposition time specified in table 1. After the specified time, the swelling of the hydrophilic polymer may prevent passage through the microcatheter and damage the coil. If the coil cannot be properly positioned and detached within the specified time, simultaneously remove the device and the microcatheter. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.